Event description:
It was reported the stretcher was intermittently lowering beyond 1 postion when depressing the powered buttons. No patient involved incidents or adverse events were reported as a result..

Event description:
It was reported the stretcher was intermittently lowering beyond 1 positon when depressing the powered buttons. No patient involved incidents or adverse events were reported as a result.

Manufacturer narrative:
The reporting customer is an authorized field technician capable of evaluating and repairing the subject stretcher. A replacement actuator was provided to the customer to complete the repair and the affected actuator was returned to the manufacturer for ongoing review with the associated vendor.